Manufacturer narrative:
Additional information d1, d3: device manufacturer name, d4 (catalogue #), d4: unique identifier (UDI) #, d9, g4, h3, h6, and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the customer returned a sample with product code 5c4483for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had an issue; further described as "transfer set broke apart". This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotic treatment. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in july 2024, stated as, "a couple of days ago". H11: should additional relevant information become available, a supplemental report will be submitted.